Event description:
Delay of therapy during alarm condition reported. A nurse was ordered to administer an unspecified dose of cardiazem to a pt and rec'd "cassette" alarms. Multiple attempts have been made to obtain add'l pt info, but no further info has been rec'd. If further info becomes available, it will be forwarded to the agency.